Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported that there were false asystole episodes recorded. The device was explanted and the patient upgraded to a pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies were found. Performance data collected from the device revealed possible false asystole episodes. The conclusion has been corrected.

Event description:
It was reported that there were false asystole episodes recorded. The device was explanted and a pacemaker was implanted. No patient complications have been reported as a result of this event.